Event description:
It was reported to philips that there was an image storage problem with the ip-pc. The device was in clinical use at the time of the reported event. No harm was reported to philips.  Philips has started an investigation into this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was completed by moving the patient to another device. Field service engineer (fse) inspected the system onsite and confirmed that the ippc had problem. A review of the system logfiles found that the fdc was not able to communicate with the ippc (image processing computer). Upon troubleshooting actions, fse identified that the ippc was defective. The cause of the ip pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the ip pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.